Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the pa was unable to "get flow" through the btt port on the vaso view hemopro. The procedure was completed using a btt port from an accessory pack. The hosp did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unknown. (B)(4).